Manufacturer narrative:
Analysis synthesis: review of the provided pictures dated (B)(6) 2025 at 8h38 showed that only two patients were associated to (B)(6). Review of the logs revealed that the form of the third patient associated to (B)(6) (the one with pacemaker celea sn(B)(6) was modified on (B)(6) 2025 at 8h39 to associate the patient to this physician. At the time the filter was applied to the doctor on (B)(6) 2025 (8h38), not all patients were associated to a physician. Finally, all of them were assigned to the physician following this event, on the same day at 8h39. No malfunction is suspected on smartview remote monitoring website. This case is recorded for trending purposes. Please refer to the attached report.

Event description:
Reportedly, in this centre, several categories were created with referring doctors associated to patients, but when the referring doctor column is filtered, this information does not appear on the patient form.